Manufacturer narrative:
Evaluation summary: the product sample or additional supporting materials from the account was not available for this incident. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Without the physical product, a definitive root cause could not be identified. Post market vigilance will continue to monitor this condition for future potential action. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a caesarean section procedure, the tip of the needle broke while suturing through the tissue. The needle was retrieved. Another device was used to complete the case. There was no patient injury.